Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (RA) lead exhibited high pacing impedance. The RA lead was not used. The physician elected to use a different RA lead and completed the procedure. No adverse patient consequences were reported.